Event description:
The pt had a procedure done in 2007. While delivering a 3.5x33 mm cypher stent delivery system to the target lesion there was large friction encountered within the a launcher ebu guiding catheter. When the stent delivery system came out from the tip of the guiding catheter, the friction with the stent became stronger. Therefore, the physician tried to withdraw the stent delivery system into the guiding catheter but the stent delivery system was caught at the tip of the guiding catheter. The physician continued to retrieve the unit into the guiding catheter and when one third of the stent was retrieved into the tip of the guiding catheter, the physician retrieved the stent delivery system and the guiding catheter as one unit into the sheath. The whole unit was retrieved with the sheath. When the physician checked the stent, outside of the pt's body, the proximal end of the strut was flared. Two different cyphers were implanted to complete the procedure. There was no reported pt injury. The pt had a 90% lesion in the left anterior descending that was slightly calcified and slightly tortuous. The lesion was previously treated with plain old balloon angioplasty, however, there is no info regarding this treatment.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.